Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04853.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29 mm sapien 3 valve, the valve was implanted successfully. Upon withdrawal of the system, the balloon became ''stiff'' and was stuck in the middle part of the sheath. Attempts were made to pull the system and esheath out together with balloon inside the esheath; however, an iliac injury resulted. A portion of the iliac artery was found wrapped around the esheath after esheath removal. The patient underwent vascular surgery to repair the iliac and the iliac was surgically grafted. The patient is stable post procedure. Per report, the balloon caught the tip of the esheath, causing the inner lining of the sheath to bunch up under the balloon causing it to become stuck. This damaged to the sheath and the wider diameter of the material led to the vascular rupture.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. A review of images showed the following: the liner had circumferentially delaminated and bunched and the distal tip of the delivery system remained exposed; the sheath shaft was kinked. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to sheath liner delamination. A review of the complaint history from september 2020 to august 2021 revealed additional similar complaints for sheath liner delamination for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for esheath, IFU for commander delivery system, device preparation manual, and procedural training manual. A review of IFU/training materials revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath liner delamination was confirmed based on the provided images of the complaint device. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation; therefore, the alleged damages were likely not present out of box. Per report, ''as per medical opinion was that the balloon ruptured due to difficulty removing system through esheath, although there was perceived adequate removal of volume from balloon, possibly due to tortuosity in the vasculature. The balloon caught the tip of the esheath, causing the inner lining of the sheath to bunch-up under the balloon causing it to become stuck.'' As extra volume was used to inflate the balloon, it is possible that the balloon was unable to deflate properly to it's initial pleated form, which likely contributed to a larger balloon profile. The altered balloon profile making the device more susceptible to catching on the tip of the sheath and contributing to withdrawal difficulties through the sheath. Similarly, if tortuosity was present in patient's access vessel, it can result in a non-coaxial alignment between the delivery system and sheath distal tip upon reentry into the sheath. The misalignment potentially could have led to the balloon catching on the sheath distal tip. The excessive manipulation due to withdrawal difficulty potential has caused to the sheath liner delamination and kinked. Without the applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity) and procedural factors (excessive manipulation, withdrawal of altered profile, non-coaxial withdrawal) may have contributed to the reported complaint events. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative action (CAPA) are not required.